Event description:
Investigation is completed the result will be submitted with this follow up report.

Manufacturer narrative:
Visual inspection no significant deformations or other abnormalities of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test this is a fixed pressure valve. A braking force and brake function tests are not applicable. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Results first, we performed a visual inspection of the paedigav. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in the horizontal position but not in the vertical position. The opening pressure was significantly higher than expected in the vertical position. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein).

Manufacturer narrative:
The release from the surgeon for investigation is not yet available. When following informations / investigations result is provided a follow up will be submitted.

Event description:
It was reported that there was a problem with a paedigav. The surgeon suspected that the valve operates in overdrainage and it was therefore replaced. Implantation: 2005. Removal: (B)(6) 2020. Patient data: age y: (B)(6). Height cm: 170. Weight kg: (B)(6). Gender: male.